Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance measurements. However, pacing impedance measurements remain within normal limits at this time. Additional information provided this rv lead had exhibited high out of range pacing impedance measurements greater than 3,000 ohms prior to the reported gradual rise. In addition, intermittent high capture thresholds were also exhibited. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.